Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead had high pacing thresholds and high impedance despite a good location in the vein. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analysis was performed with no anomalies found.